Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident due to continued pump use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the force sensor is out of calibration. Evaluation also revealed a discolored/faded display screen, which has no effect on insulin delivery function. Also unrelated to the complaint, investigation revealed that the keypad was torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas to report a low blood glucose (bg). The patient claimed that on (B)(6) 2011 at 6:18pm his bg was 180 mg/dl. The patient reported that he ate dinner and bolused ezcarb 6.55 units and then walked on treadmill for 30 minutes. Close to 10pm that evening, the patient claimed he changed the cartridge and then went to bed without testing again. At 1:30am, the patient reported that his wife noticed he was sweating and making noises in his sleep. The patient claimed she called 911 and when the patient's bg was checked by emt it was 40 mg/dl. The patient reported he was treated with dextrose IV and his bg increased to 160 mg/dl. The patient denied being taken to the hospital for additional treatment. At the time of troubleshooting, the patient confirmed he was disconnected at the time he changed cartridge and primed pump. During review of pump it was confirmed that the pump's date and time, basal rates and I:c ratio were set correctly. Review of pump's history, confirmed a bolus delivery at 6:19pm and primed amount of 26.7 units for cartridge change at 9:52pm. The patient reported he bolused appropriately for what he ate at dinner that evening. The patient denied making any changes to activity, medications or consuming alcoholic prior to the low bg excursion. This complaint is being reported because the patient was treated for hypoglycemia by an hcp while the reported device was in use.